Event description:
It was reported the system was rebooting on it's own. This indicates that the system had shut down without command. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board was evaluated and replaced. The software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.